Event description:
Heartflow identified an oversized modeling of the distal left main and ostial lad vessels.

Manufacturer narrative:
As part of heartflow's internal review, we identified an oversized modeling of the distal left main and ostial lad vessels. (B)(6) the investigation determined that the modeled regions did not reflect what is indicated in the available CT data and/or the validated product. The analyst did not segment the distal left main and ostial lad vessels as significantly stenosed in error. Review of the CT data determined that the impact of artifacts in the region is causing uncertainty in defining the exact lumen boundaries in the left main region. The device did not meet product specifications due to misinterpretation of the CT data by the automated technology and inspection process. The customer was notified of the investigation results. The customer reported that the patient was asked to return for a stress test months ago because of image quality of the ccta, but hadn't returned. Although the physician did not indicate a safety event with the patient, they did mention that they plan to take the patient directly to the catheterization lab. Heartflow has requested that they provide the patient outcome. A supplemental medwatch report will be submitted if new information becomes available. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient. The heartflow analysis process is dependent on the quality of the imaging data provided. The ffrct values may be affected by assumptions needed to resolve anatomy in areas of uncertainty, whether provided by the physician or made by heartflow case analysts.